Event description:
Information was received that the plastic part of the hub on a smiths medical tracheostomy had snapped off into the patient while repositioning the ventilator circuit. As a result, the tracheostomy was changed out and the incident was reported to be resolved.

Manufacturer narrative:
Evaluation results: one bivona trach tube neo/ped flextend was received without its original packaging inside a ziploc bag. The device was received in used condition. Visual inspection was performed at 12 inches under normal conditions of illumination to detect any damage. During the visual inspection, it was observed that the connector was broken. In addition, wrinkles were observed on the cuff. During the visual inspection, it was observed that there was another part from the connector which was attached to the silicon. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.